Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported both the leads were showing high impedances and as such surgical intervention was undertaken wherein bot the leads were explanted and replaced. Effective therapy was restored following the procedure.